Manufacturer narrative:
The pod arrived fully deployed. The external portion of the soft cannula was observed to be torn, from which fluid was able to leak. The timing and cause of the observed cannula damage could not be determined. As such, the torn soft cannula could not be conclusively confirmed as the cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.*please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone12.1. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided.